Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a tlif at l4-s1. It was reported that the extender came off of the screw. No patient comp lications were reported.